Manufacturer narrative:
The device was forwarded to a factory authorized service center for repair by the customer. Device evaluated by third party.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator was alarming and not working properly. The patient did not have a back up supply of oxygen. The patient's blood oxygen level decreased and was taken to the hospital by ambulance. The patient was admitted for a week and then was placed on hospice care. The device was evaluated by a third party service center. The customer's complaint was confirmed. The concentrator was found to have low oxygen concentration levels. The sieve canisters and solenoid valve were replaced to address the issue. Product labeling for the everflo oxygen concentrator states, "where the prescribing health care professional has determined that an interruption in the supply of oxygen, for any reason, may have serious consequences to the user, an alternate source of oxygen should be available for immediate use."